Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 5-6 minutes into the polymer fill of the aortic body stent graft, a potential intravascular leak of polymer occurred, and the patient presented with hypotension and arrhythmia. The patient was treated per the device IFU and stabilized. It was noted that contrast/polymer could not be observed in the aneurysm sac at the time of the event. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The root cause of the emptying of the fill polymer syringe (fluid leak), indicative of a potential intravascular leak of fill polymer, and subsequent patient hypotension could not be definitively determined; however, a potential cause for this type of event is likely related to a potential compromise in the stent graft fill channel integrity and/or a compromise in the mating junction of the delivery system and stent graft. It could not be determined if user and/or procedure, anatomy, user-related, off label/ cautionary product use conditions/factors contributed to the event with the limited information available. Associated clinical harms for this event included: hypotension and arrhythmia. Procedure related clinical harms included: death. The final patient disposition was reported as expired a few days post implant of unknown causes. A clinical assessment was required, but no medical information was made available. This assessment was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints, and/or other non-medical, relative information such as, but not limited to: still photographs; videos; sizing/case planning sheet/summary.

Event description:
The patient was reported to have expired 2 days post-op. The cause of death was not reported; however, it was noted that the patient had several co-morbidities.